Manufacturer narrative:
This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Partial part number is 02.124.4xx where x denotes the unknown digits. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2018, a hardware removal surgery was done due to anterior knee discomfort secondary to patient having abnormal and small anatomy. The patient was previously treated with 4.5mm variable angle (va) locking compression plate curved condylar plate, left. The original date of implant was unknown. Surgeon removed the three (3) screws: distal, anterior + center screws from the plate and cut the anterior 2/3 of the plate¿s distal footprint while still affixed in the patient with a midas rex carbide cutting tip. Two (2) distal posterior screws remained in the patient. Surgeon added one screw to the empty hole in the neck of the plate. Fragments were generated and was removed. It is unknown if there was surgical delay. Procedure outcome was successful. Patient outcome was as planned. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(4).